Manufacturer narrative:
Updated h7: 3500a-other-urgent medical device safety correction. Addition the IFU in place at the time of the procedure included the following relevant warnings: according to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses states; the sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. Addition an engineering evaluation was performed at gore. The device evaluation was performed based on what was reported to gore as the device was not returned for analysis. Without a physical sample to evaluate, the physician¿s observation that while withdrawing the delivery catheter (after deployment) the olive tip fell off inside the sheath cannot be conclusively confirmed. The likely cause for the separated leading olive could not be determined with the available information.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly the patient did not have a significant amount of tortuosity, and there was no difficulty advancing the sheath or the device. It was reported that when withdrawing the delivery catheter (after deployment) the olive tip fell off inside the sheath. There was no serious injury to the patient. The olive came out easily when the sheath was removed. The patient tolerated the procedure.